Event description:
The manufacturer received information alleging a trilogy100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: critical error e-193 and e-290, missing feet, enclosure top left chipped and back bottom left cracked and loose handle. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. Error codes e-193 and e-290 were found in the ventilator's downloaded error log. Internal/detachable battery was replaced to address the issue. Loose handle was not confirmed. The inlet air path assembly and removable air path foam was replaced per remediation. The customer does not want any repairs done to the device. The device passed all final testing.